Manufacturer narrative:
The lead was abandoned therefore boston scientific crm cannot confirm this clinical observation. This report will be reopened if additional information becomes available.

Event description:
Boston scientific crm received information that the patient with this right ventricular lead became symptomatic and presented to the emergency room. Loss of capture due to an increase in threshold measurements was noted. The lead was abandoned surgically and replaced with a new lead. No other adverse patient effects were reported.